Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited cellulitis. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes and h6: impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited cellulitis. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the patient reported abdominal pain and was then diagnosed with cirrhosis of the liver. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results and update the entry in d6b: explant date. This supplemental report was created to update the entry in h6: patient codes and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited cellulitis. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information received indicates that the patient reported abdominal pain and was then diagnosed with cirrhosis of the liver. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.